Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, the customer stated that if the scope is removed the system will show color bars but when the lf-v scope is plugged in the system only shows the patient information and navigation buttons with no scope image. Customer stated that they took the lf-v scope and plugged it into a cv-190 system and the image works fine with no issues. Customer stated that the subject device is being returned for evaluation and repair. To date, the subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has no image. The patient information shows across the side of the screen along with the next buttons across the bottom however, no endoscopy image appears and shows only just blank or black. The issue occurred prior to an unspecified procedure. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information provided, it was presumed that the reported issue occurred due to failure of the internal circuit board since it has been more than 12 years since manufacture and delivery of the device, therefore, the electronic parts on the board deteriorated. The locking lever was worn away due to repeated use for a long period of time. As stated on the IFU (instruction for use) the user manual states: connection of an endoscope confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Confirm that the video connector of the videoscope is not damaged. Olympus will continue to monitor complaints for this device.